Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the direction for use states: " do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal circumflex artery. A 4.00x20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, when the device was being pulled back into the non-bsc guide extension catheter, the stent was stripped off from the balloon. The dislodged stent was hanging at the end of the guide catheter. The physician then removed the dislodged stent by pulling it out together with the guide catheter and guide wire. A new 8f guide catheter and wire were advanced. Following multiple dilations using an nc emerge balloon catheter, a shorter promus stent was deployed and the procedure was completed. No patient complications were reported.